Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the keypad buttons were sticking and requiring several presses to respond. On one occasion, the patient reported that the pump delivered a small bolus of insulin after the pump was leaned against a counter; the patient confirmed that there was no blood glucose excursion due to this issue. The patient confirmed that the keypad was intact. The patient reportedly wore the pump attached to a belt and did not clean the pump.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. The keypad buttons were found to be intermittently responsive and difficult to press. There was evidence of keypad contamination found under all key contacts. The units remaining were found to be correctly calculated and recorded in the pump's history. There were no alarms noted related to the complaint in the pump's history. A 0.3u bolus could not be verified in the pump's history from approximately two months ago. A review of the black box revealed that the alarms and warnings noted were normal patient's use. The pump was exercised for 24 hours with no un-programmed boluses found during testing.